Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) developed ventricular tachycardia at a rate of approximately 160 beats per minute. The local guidant sales representative confirmed that the device was programmed to a lower limit of 180 beats per minute, so the device was not programmed to treat this slow ventricular tachycardia. The patient implanted with this device was reported to have requiried external difibrillation and was admitted to the intensive care unit on a respirator.